Event description:
It was reported, that a spectrum iq infusion pump over infused. The event occurred during continuous insulin infusion due to chronic hyperglycemia. The pump was programmed to deliver insulin at a dose of 2 units/hr with a 2-unit initial bolus as per ICU protocol. After one hour the patient was checked and found to be hypoglycemic with a blood glucose level of "67", asymptomatic, alert, awake and oriented. In response to this, the patient was initiated on a bolus of 250 ml dextrose 10% (d10) IV solution per policy. An additional volume of 250 ml of d10 was administered for a total of 500 ml. The patient was also administered a 30 g oral tablet of glucose. The patient's blood glucose levels were subsequently checked every 15 minutes, and upon completion of the d10 bolus, a continuous infusion at the flow-rate of 150 ml/hr was started "to maintain adequate blood sugar" (solution not specified). Additionally, glucagon 1mg IV was also ordered. Patient had no further episodes of hypoglycemia and remained asymptomatic. No additional information is available.

Manufacturer narrative:
Medwatch report (B)(4) was received. The device was received for evaluation. The evaluator found the pump to function as intended during evaluation and review of the evaluation assessment revealed no abnormalities that could cause or contribute to the event. Additionally, the pump was subject to all required service testing prior to return to the customer, including flow accuracy verification. Upon review of the service record, the pump passed flow accuracy verification. The customer reported that the event occurred on (B)(6) 2022, however there are no events recorded in the history log on that date. The last day of customer use was on (B)(6) 2022 and the last day an infusion was programmed is recorded on (B)(6) 2022. An event matching the exact parameters reported on the reported event date could not be found. However, the history log revealed that an infusion of insulin was programmed on (B)(6) 2022 in the critical care adult care area. The parameters were a volume to be infused (vtbi ) of 100 ml and a dose rate of 2 units/hr. A bolus of 2 units was programmed and ran for 1 minute, then the pump continued at 2 ml/hr for 1 hour and 10 minutes. The user then unloaded and reloaded the set and programmed a bolus of "IV fluid" at a rate of 999 ml/hr and a vtbi of 500 ml. The infusion completed. The user updated the rate to 100 ml/hr and the pump ran for 3 minutes before the user stopped and then powered off the pump. There were no abnormalities observed through the history log, however the log cannot be used to determine the level of fluid present in the IV container during the infusion. Should additional relevant information become available, a supplemental report will be submitted.